Event description:
The customer reported via phone call that the insulin pump was delivering her 15 units of insulin that she did not program. The customer's blood glucose was 98 mg/dl. While troubleshooting, the customer stated that she had received the motor position encoder error alarm. The customer's insulin pump also passed the displacement test. The customer stated that she would monitor the issue and call back if the issue recurred. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.